Event description:
Philips received a complaint from the customer, reporting that the threads for mounting the unit to the stand are pulled out. The device was not in use when the issue occurred. There was no patient or user harm reported. A follow up was performed with the biomedical engineer (bme) who confirmed that the device was loose when they observed the issue. It was reported that the base assembly and cpu tray cover replaced, and the device was returned to service.